Event description:
It was reported that the right ventricular lead exhibited increased thresholds. The lead was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
No medwatch form was received.